Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native american female patient underwent a primary breast augmentation with an unspecified 350cc mentor gel breast implant and experienced postoperative enlarged lymph nodes and left-sided rupture. The enlarged lymph nodes were confirmed after a mammogram on (B)(6) 2019. The rupture has not yet been confirmed by a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.